Event description:
It was reported that the 9900 system had collimator and motion errors and communications failures. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board, mainframe backplane, hard drive, and ps1 power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.